Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the device was displaying oversensing on the atrial channel via the attached programmer when the device was placed in the pocket. This resulted in inappropriate mode switching with the crt-d while in the pocket. The physician could replicate this oversensing while rubbing on the atrial grommet of the crt-d header while in the pocket. The crt-d was removed, and a different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the device was displaying oversensing on the atrial channel via the attached programmer when the device was placed in the pocket. This resulted in inappropriate mode switching with the crt-d while in the pocket. The physician could replicate this oversensing while rubbing on the atrial grommet of the crt-d header while in the pocket. The crt-d was removed, and a different device was used to complete the procedure. The same right atrial (ra) lead was used and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.